Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the insulation resistance at the distal end was out of standard, the bending angle in the up direction was out of standard due to deformation of the bending tube, the up/down knob could not be locked securely due to deformation of the forceps elevator lever, the light guide lens had a chip, the adhesive on the bending section rubber had a chip, the connecting tube had buckling, the universal cord had buckling, the right/left knob was deformed, the scope connector case unit was deformed, the air/water cylinder was deformed, and the suction cylinder was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 10-100 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.